Event description:
Medical products are not labeled with latex content. This applies to all healthcare product mfg industry-wide. The ability to care for latex-sensitive pts and latex-sensitive health care workers is compromised by the lack of latex content labeling.